Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
Date of event is estimated. Investigation results will be provided in the final report.

Event description:
It was reported that patient was not receiving adequate pain relief. The patient stopped using the scs system approximately 2 years ago causing their ipg to become inoperable. The surgical intervention may be pending.